Manufacturer narrative:
An event regarding an alleged dislocation involving a trident 0 deg constrained insert (liner) was reported. The event was not confirmed. Method & results: - device evaluation and results: no devices were available for analysis. - medical records received and evaluation. No medical records were received for review with a clinical consultant. - device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. - complaint history review: found no other events have been reported for the reported manufacturing lot. Conclusions the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient dislocated constrained liner. Constrained liner and head removed. New constrained liner and head implanted. Patient stable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient dislocated constrained liner. Constrained liner and head removed. New constrained liner and head implanted. Patient stable.